Event description:
It was reported that following a successful rotablation procedure with the rotawire the physician post dilated and implanted two stents. When the physician attempted to dilate the "lad" again, the rotawire separated at the tip. The patient underwent CABG surgery for removal of the device. Patient status is listed as "steady".